Manufacturer narrative:
(B)(4). Only event year known: 2018. Device analysis: the analysis results confirmed that one 5dcs instrument was received with the end effector damage. In addition, the tyvek was returned along with the instrument. When testing the instrument for functionality it was noted that the instrument would not closed do to damage found. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Due to the damages found it appears that hit a hard surface and this caused the reported event. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The tweezers came stuck (when the surgeon opened the package the product was locked), it did not open or close. There were no patient consequences.